Manufacturer narrative:
(B)(4)

Event description:
The customer reports a hole in the catheter. The nurse suspects the hole came from the clamp. A new device was inserted.

Manufacturer narrative:
Qn# (B)(4). The customer returned one single lumen PICC catheter for evaluation. The extension line slide clamp was closed and a port was connected to the luer hub. Dried blood was observed on the body of the catheter. Visual examination revealed that the distal end of the catheter had been cut off and not returned. The edges of the separation point on the catheter body were smooth and uniform indicating the body was cut with a sharp instrument. Microscopic examination of the catheter revealed adhesive residue on the body adjacent to the separation point. Evidence of use was also visible on the catheter body and juncture hub. No holes , defects or any other anomalies were observed. The catheter body length measured 11.25"; therefore , approximately 11.6" of the distal end of the catheter was cut off based on the specification of 22.75"-23.00" per catheter product drawing. The catheter body inner and outer diameter, and the extension line inner and outer diameter were measured and all were found to be within specification. Functional testing was performed by connecting the extension line of the catheter to the lab leak tester and clamping off the distal end of the catheter. There should be no liquid leakage from the PICC catheter in the form of a falling drop when tested at 45 psi for 30 sec when tested per bs en iso 1055-1 annex c. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds. No leaks were observed from any region of the catheter; therefore, the catheter passed the leak test. The extension line was flushed with water using a lab inventory 10ml syringe and functioned as expected. No blockages or leaks were observed. A device history record review was performed on the catheter including the extension line and no relevant manufacturing issues were identified. The instructions-for-use (IFU) supplied with this product cautions the user "do not exceed ten (10) injections or the maximum pressure of 300 psi on power injector equipment to reduce the risk of catheter failure and/or tip displacement." The IFU also contains the warning "do not exceed ten (10) injections or the catheter's maximum recommended flow rate located on product labeling to reduce the risk of catheter failure and/or tip displacement." The reported complaint of a hole in the catheter could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. No problem was found with the returned catheter.

Event description:
The customer reports a hole in the catheter. The nurse suspects the hole came from the clamp. A new device was inserted.